Event description:
The pt underwent a transurethral prostatectomy and during the procedure the bipolar electrode loop used for resection broke off during the case. The loop wire was intentionally left in the pt. A post-op pelvic CT scan showed 2 metal fragments within the anterior prostate. CT scan done on (B)(6) 2013. Diagnosis or reason for use: prostate resection.